Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced economic problem ("economic loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and economic problem outcome was unknown. The reporter considered economic problem and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: lawyer was added. Case become serious incident due to injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left side coil is partially removed during sectioning; however, there is a portion of it present in the upper cornu') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included migraine, uterine bleeding, cervicitis, dysmenorrhea and grand multiparity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh, bs). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left side coil is partially removed during sectioning; however, there is a portion of it present in the upper cornu') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included migraine, uterine bleeding, cervicitis, dysmenorrhea and grand multiparity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh, bs). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received event medical device removal was updated as device breakage. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.